Manufacturer narrative:
(B)(4). The complaint device was returned with the gauge unattached. The device housing was split. The device was disassembled and a bent and misaligned tab was noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause was determined to be manufacturing. Bsc ID: a00276884 tw: 2027450

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal coronary angioplasty and stenting treatment procedure, a cracked gauge cover occurred. The pressure gauge cover cracked on this advantage 26 inflation device when positive pressure was applied. The device was not able to inflate at all. There were no complications with any concomitant device attached. The procedure was completed with another advantage 26 device. There were no reported patient complications. However, returned device analysis revealed that the pressure gauge detached from the unit.